Manufacturer narrative:
Findings: pump received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage on the lcd board, mother board, interface board, rf board, motor, vibrator and battery tube assembly during visual inspection. No screeching load noise, no blank display and no vibrator anomaly during testing noted. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer stated that he enter tubing and got the alarm. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump had a blank display. Customer's blood glucose was unknown mg/dl. The customer stated that the device was not dropped nor bumped and slightly expose to moisture. The customer also reported via phone call that the insulin pump had moisture damaged. Customer's blood glucose was unknown mg/dl. The customer stated that the device was expose to water, enter in an enter tube. Customer stated that the device is vibrating without an alarm or alert. Customer was advised that the device would be replaced.